Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation and had a lead revision procedure. During the procedure, the lead helix would not deploy after repositioning. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the full lead was returned with the helix retracted. The helix does not extend due to the driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.